Event description:
It was reported that a patient underwent an unknown procedure on (B)(6 )2010 and suture was used. During the procedure, the needle point broke. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 221096802010-00816 and 22109680-2010-00817. The same patient is represented in each medwatch.